Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: was there any difficulty with the device in the initial procedure? What color of cartridge was used throughout the procedure? How was the common channel closed? Any blood thinning meds pre-op? What was done during the laparotomy? (Please provide details) was there any blood product administrated? What is the current patient status? Answers = the echelon stapler plee60 performed as expected during the original procedure. Two staplers were used. Throughout the procedure blue, gold, and green loads were used depending upon the anastomosis or resection location. Seamguards were also used on final closure of the jj. The secondary laparotomy involved resection of the original jj anastomosis and a new jj junction formed using again an echelon stapler. Patient additional information - as of today, (B)(6), the patient remains hospitalized and under observation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on the evening of (B)(6) 2021, a patient who had a gastric bypass performed on (B)(6) 2021 had to be brought back to the or for post operative bleeding. The patient was observed laparoscopically and found that intraluminal bleeding was occurring at the staple line formation of the jejuno-jejunostomy. An open laparotomy was performed and the staple line reinforced.